Manufacturer narrative:
This medwatch report was completed using the information provided by the initial reporter and his "health care proxy." Any missing or incomplete data is the result of the information not having been provided by the reporter. Lot information was obtained by medtronic from the hospital and was not provided by the initial reporter. (B)(4). Review of the device history records indicated that the device was manufactured per procedure and met all required specifications. Review of the donor eligibility records indicated that the subject donor was confirmed eligible for transplantation. The tissue recovery organization which provided the donor tissue to medtronic was notified of this event, and has received no additional reports of infection involving this donor tissue. Medtronic has not received any additional reports of infection involving any other grafts manufactured from this donor tissue. The subject device was part of the above-referenced voluntarily recall. However, it is not possible to confirm whether the product caused or contributed to this reported event.

Event description:
Patient sustained a cervical fracture and had two previous cervical procedures two months prior. Pre-operative diagnosis for this current procedure was listed as "failed fusion." The patient reported that he "was not fusing" and therefore had a "redo, extended the rods revision, and while in the hospital determined that he had an infection." It was reported that the patient thinks he was placed on oral antibiotics and was sent home, and he thinks allograft bone void filler was used in this case. The patient's operative report states that he underwent ¿revision of fusion of c2 to c7, insertion of the removal of right c6, removal of the failed screws, insertion of the right c6 lateral mass screw, insertion of right t1 and t2 pedicle screws and left t1, t2, t3 pedicle screw fixation and extension of fusion to t3. Harvest of the left iliac crest.¿ it was noted in the operative report that "20 ml of iliac bone graft with the cancellous and cortical bone" was harvested from the patient. The "iliac crest bone was mixed with a grafter... And the bone was placed on the lateral gutter medially and over the decorticated bone." It was reported that the patient has had "repeated infections showing up in his blood every few months ((B)(6)) and has (had) to be readmitted to the hospital for treatment, and IV antibiotics at home." Two months following this present procedure, the patient reportedly "started with fevers," "felt sick," "became septic" and was admitted to the hospital. "Cultures revealed (B)(6)." Patient was reportedly "on a respirator" and was in the hospital for "7 weeks." Patient reportedly could not recall if any additional surgery had been performed at that time. The patient reported that, eight months later his "neck was healing" "bones appeared as if popping through skin" and he had "surgery to smooth down bones." Patient does not recall if infection was present at this time, and does not recall if the hardware was adjusted or removed. The patient reported that, two months later, he "started feeling sick again", "fevers", "CT scan done", "infection", "bird cage used fill in a hollow", "there was a pocket of pus in thoracic cavity." "IV PICC with antibiotics." It was reported also reported that a plastic surgeon "did a muscle graft finally closing the open operative site (open for two years)." Currently, the patient reportedly has "intermittent fevers" "hospitalized about a month ago" continues with PICC line and IV antibiotics.

Manufacturer narrative:
Suspect device was not identified. Therefore the manufacturer cannot determine the suspect device.

Event description:
Medical records were received. Following is a medical chronology: (B)(6) 2011 ¿ notes that a CT scan was done (comparison CT used on (B)(6) 2011). No additional information available. (B)(6) 2011 ¿ post-op 9 days, patient returned to the ER as he ran out of percocet. No prior notes as the surgery or pre-op medical conditions. (B)(6) 2011 - 2 weeks post op, staples were removed- notes indicate skin is erythematous, but no breakdown. Patient to follow up two weeks with x-rays. (B)(6) 2011 - follow up of CT and x-rays notes good alignment. Referred to medicine for hypertension. (B)(6) 2011 - physiatry evaluation (¿onset date¿ noted as (B)(6) 2011) history: significant for tobacco abuse, alcohol abuse and recent hangman¿s fracture- notes during hurricane irene he fell down a flight of 12 steps when trying to get to basement- woke up at bottom of stairs. Resulted in a hangman¿s fracture- patient reports surgery mid-september ¿ returned to or next day for revision. On (B)(6) 2011 ¿ patient admitted to hospital - patient has marked kyphosis with cervical collar and questionable hardware protrusion felt on exam. Needs revision. CT c-spine: no significant interval change. CT- t-spine: no fracture or subluxation- paraspinal soft tissue is within normal limits. On (B)(6) 2011 patient underwent c2-c7 revision with extension to t3 and left iliac crest harvest. Revision of fusion of c2-c7, right c6 removal of the failed screws, insertion of right c6 lateral mass screw, insertion of right t1 and t2 pedicle screw and left t1, t2, t3 pedicle screw fixation and extension of fusion to t3. Noted difficulty accessing the pedicle on the right side. Left iliac crest bone harvested and mixed with allograft bone void filler and some of the bone aspirants of iliac crest and placed in the lateral gutter medially over the decorticated bone. Post op cervical CT scan notes postsurgical changes and subcutaneous drain present with post-surgical changes in the soft tissue with pneumocephalus (no notes addressing this). On (B)(6) 2011 ¿ patient discharged. On (B)(6) 2011 ¿ one week post op patient reported to the ER with surgical site drainage. Patient was diagnosed with cellulitis and was discharged same day with dressing and oral antibiotics (clindamycin). On (B)(6) 2011 ¿ neurosurgery visit - post spinal fusion x2 for hardware malfunction. Wound leakage x 4 days, no fever or chills, clear drainage. Patient scheduled to see plastic surgery and hyperbaric medicine. The wound was packed and home nursing was set up for daily dressing changes. On (B)(6) 2011 ¿ initial plastics consult. Noted unhealed opening on upper thoracic area with drainage. Will continue to follow and send to wound center. On (B)(6) 2011 - regional wound center notes deep wound which is not healing. Notes no signs of infection. Notes packing of dankin¿s solution with gauze. On (B)(6) 2011 ¿ neurosurgery follow up notes wound still opened. Surgeon discussed the case with another surgeon regarding wound clinic. On (B)(6) 2011 - regional wound care and hyperbaric center- dressings changed. Notes no purulent drainage. Open wound packed. Daily d dankin¿s solution soaked packing. To continue with warm water and soap washes and daily packing and return to office in 2 weeks. On (B)(6) 2012 ¿ notes for admission to acute inpatient rehab. Notes indicate patient was brought to the ER on (B)(6) 2012 due to diarrhea and weakness over a 2 day period (no medical records were provided for this admission). Patient was found to be in septic shock and was intubated (noted pulmonary edema and acute respiratory failure) and was started on broad base antibiotics- received tpn (total parenteral nutrition) via PICC line. Noted patient had an open wound at the t1 level but it was clean and not draining. Patient had been hospitalized for 6 weeks following the initial episode of septic shock, which was further complicate by acute portal vein thrombosis, pneumonia and gangrene of lower extremity secondary to vasopressor use. Physical therapy following discharge due to prolonged hospital stay. Auditory impairment concerns after septic shock. Patient to be followed by cardiology. CT- cervical spine: status post c2-t2 posterior cervical spine fusion. The alignment is well maintained and intervertebral discs appear normal. There is posterior neck skin defect/ open wound at the level of t1 with subcutaneous emphysema tracking superior and inferiorly. Nuclear medicine study spleen: focal area of increased uptake is seen in the spleen. This may represent a splenic abscess versus an artifact due to the curved contour of a normal spleen. CT evaluation is recommended. A focal area of increased uptake is seen in the soft tissue of the left upper thigh. This may represent an injection granuloma versus a soft tissue abscess. Clinical correlation is recommended. Neurosurgery note: (while still inpatient acute rehab) (B)(6) male known to neurosurgery status post c1-t1 cervical fusion- after a fall with hangman¿s fracture- notes nonunion of hardware/ open surgical wound and recent hospitalization for septic shock noting ¿source unknown.¿ notes hardware v/s bone felt protruding. Incision intact- 2cm sunken area where wound broke down. Comments on CT cervical spine from jan 7- ¿hardware grossly intact with no evidence of fusion¿ new CT ordered to assess fusion. No mention of infection. Patient discharged on (B)(6) 2012. On (B)(6) 2012 - gangrene of toes- all toes- both feet started last month (B)(6) 2012- healing wound - patient followed up during the month with pain management, wound care center and neurosurgery. On (B)(6) 2012 ¿ patient seen by pain management and neurosurgery for follow up. Open wound on back neck- will not close. Wound care/ hyperbaric center visits (B)(6) 2012 - post op check from cervical thoracic surgery (B)(6) 2012 ¿ pre op cardiology notes for surgery noted patient had a history of asthma, c2-t2 posterior fusion secondary to c2 fracture due to a fall, alcohol abuse. Patient to have a removal of c7, t1 and t2 spinous processes, which are protruding out of skin and muscle wasting. On (B)(6) 2012 ¿ patient admitted for wound open with drainage. Received IV vancomycin. Plastic surgery consult and I and d consult. It was not clear in the provided records if surgery was performed. Patient was discharged on (B)(6) 2012. On (B)(6)2012 ¿ patient admitted for wound treatment. Principle diagnosis: systemic inflammatory response system most likely secondary to open wound on upper back. Notes that patient recently underwent spinous process debridement of c7, t1, t2 that was causing cosmetic deformity. Fever and cough with shoulder and neck pain past two days. Notes indicate patient was to follow up with cardiology, but was not done. Notes state patient was being followed for ¿wound infections¿ - chronic wound from previous surgery. Suggestions of non-compliance with doctors, treatment and follow-up. Patient was given vancomycin. Wound cultures taken (no results provided) wound care provided. Pressure ulcer-braden score 22- site upper back stage 3- open wound. MRI was done- no report- discharge history notes results as degenerative changes and no signs of infection on MRI. Patient was discharged on (B)(6) 2011. On (B)(6) 2012 ¿ wound care and hyperbaric center - wound treatment - neurosurgery consult- (B)(6) male known to service s/p multiple c-spine surgery for cervical spine fractures, most recently to remove spinous processes c6-t1 that were protruding through muscle wasted area and continues to dehisce with discharge- patient admitted for workup given (illegible). Septic shock- seen by plastic and wound care for daily wound packing, however never completed secondary to lack of patient compliance. On (B)(6) 2012 pain management note: seen and evaluated. Back wound healing ¿well.¿ d/c ¿ vns (visiting nurse service?) And daily w/c (wound care). Noted that patient was in a bar fight last night lost several teeth. (B)(6) cultures done- continue to use silvadine and band aid to wound area. On (B)(6) 2012 ¿ patient presented in the ER complaining of back and neck pain. Notes history of cervical fracture with - 4 previous surgeries? Back and neck? Notes osteomyelitis / septic shock from (B)(6) 2012 complained of pain despite use of pain meds- admitted to hospital as there was pain at the site of the neurosurgical incision with swelling and erythema on the left side of the scar. Notes seroma v/s abscess- temp 98.2. Notes long argument between patient and friends, and patient and neurosurgical resident. Refused offer to stay for admission and evaluation by neurosurgery. On (B)(6) 2012 ¿ operative reports (there were two separate operative notes) pre and post-operative diagnosis: t2-t3 osteomyelitis, kyphotic deformity, epidural extension, and myelopathy. Procedure #1: exploration of the fusion from c2 to c7; removal of hardware from t1 to t3; extension of fusion from c2 to t7; laminectomy at the level of t1, t2., t3; costotransversectomy bilateral with vertebrectomy at the level of t2-t3; discectomy at the level of t 1-t2 and t3-t 4; insertion of the intervertebral cage device from the level of t1 to t4 with anterior fusion from t1 to t 4; decompression of the spinal cord; removal of epidural abscess and phlegmon; instrumentation and fusion from the level of c2 to t7. Procedure #2: revision of fusion and extension of fusion from c2 through t7, revision of fusion c2 through t2, pedicle screw fixation from t4, t5, t6 and t7, t2-t3 corpectomy with costotransversectomy bilaterally, t1-t2 diskectomy, t3-t4 diskectomy, insertion of metallic cage and anterior fusion from t1 through t4 with intraoperative monitoring and fluoroscopy. History: patient presented to north shore university hospital with bilateral lower extremity weakness, myelopathy, back pain, and upper thoracic pain. After obtaining an MRI it was evident that he had osteomyelitis at the level of t2-t3 with extension into the epidural space both anteriorly and posteriorly, kyphotic deformity at the level of t2-t3, and failure of hardware at the level of t1, t2, t3. A cat scan and an MRI were obtained, which demonstrated an epidural extension osteomyelitis at the level of t2-t3 with a collapse of the t3 vertebral body and early kyphotic deformity and compression both ventrally and posteriorly on the spinal cord ¿please note that the day before surgery, he had presented to the ER with a pus collection, where he was opened at the bedside, and cultures were sent.¿ on (B)(6) 2012 ¿ letter to the operating surgeon from the infectious disease physician ¿as you know, (the patient) had previous traumatic injury and prolonged hospitalizations. He was transferred from (another hospital) on (B)(6) 2012 with compressive myelopathy and had t2-t3 vertebral osteomyelitis with (B)(6) bacteremia. On (B)(6) 2012, he underwent operative revision of fusion and extension to fusion from c2 through t7¿¿ operative cultures grew (B)(6). There was wound dehiscence which was debrided at bedside on (B)(6) 2012 and wound vac was subsequently placed. (B)(6) bacteremia cleared. Echocardiogram revealed no evidence of endocarditis. PICC line was placed and vanco is being continued through (B)(6) 2012.¿ the patient denies fevers or chills. ¿he missed only 1 vanco dose. There has been no pain at the PICC site. He complained of persistent painful numbness of his feet. He is ambulating with a walker. There was a phone message to our office from his health care proxy and care taker- that she was upset with the patient's smoking and drinking.¿ plan: there are no signs of active infection. He will be following up with plastics early next week. I plan on completing his IV vancomycin on (B)(6) 2012 as previously planned. On (B)(6) 2012 - post op check s/p thoracic corpectomy and insertion of cage and instrumentation and fusion secondary due to osteomyelitis. Ambulating with a walker and he has his wound vac on. He has a good cervicothoracic alignment and he is wearing his collar. Neurologically, he has improved tremendously compared to preop. He also has an open wound at his right foot which he is going to go back to hospital and that would be taken care of by next week he says. Recommendations are to obtain an x-ray of the cervicothoracic spine, the area of the instrumentation, to continue to wear the collar and follow up with physical therapy and to start wearing a bone stimulator. On (B)(6) 2013 ¿ neurosurgery follow up: status post cervicothoracic instrumentation and fusion with two-level corpectomy due to osteomy elitis. States that his pain has improved. He has a good cervicothoracic alignment at this point. His incision is being managed by plastics due to the fact that he needed some thoracic surgery reconstruction. He is neurologically at baseline. He is ambulating with his walker. Will need to obtain a cat scan of the cervicothoracic spine and he will follow up in six weeks. On (B)(6) 2013 - cervical and thoracic CT scan - addendum to CT also listed ¿not any noted changes. Impression: re-demonstration of cervicothoracic posterior fusion device. Mild lucency surrounding the left c4-c5 transpedicle screws may represent loosening. These were present on prior cervical spine CT from (B)(6) 2012. No significant changes thoracic spine compared to prior CT. No new fracture, subluxation or abnormal marrow noted. On (B)(6) 2013 ¿ neurosurgery visit - currently, he states that his neck pain is better than he was preoperatively. He is ambulating with a walker, but he is not wearing his brace on a continuous basis. Doctor reviewed the cat scan of the cervical spine, on ¿which there is clear instrumentation from t2 to in the mid thoracic spine. The cage is still in place and it is not a bony fusion in that area. At this point, ¿I have told (the patient)that he definitely needs to wear the brace because the brace will help him offload the weight from his construct which in the jong run will be better for him. ¿he is following up with plastic surgeon for plastic closure, and he is following up with the infectious disease for continuous blood cultures.¿ on (B)(6) 2013 ¿ letter to neurosurgeon from infectious disease physician ¿(the patient) was seen for urgent infectious disease fallow up on (B)(6), 2013. There was discoloration of drainage from the vac dressing over the upper back wound on the previous night. He refused ed evaluation. There was no fever, chills or increase in local pain. He is on no antibiotics at present. His health care proxy accompanied him and noted that the vac tube was disconnected with its tip on the floor at times.¿ patient was hospitalized (B)(6) 2013 with low grade fever and right great toe ulcer. On (B)(6) 2013, he underwent amputation of the right hallux. The surgical specimen grew enterococcus faecalis. Augmentin and doxycycline were prescribed post hospitalization. Exam: he was wearing his neck brace. The vac drain was removed. The underlying wound was well granulated. There was a small area of overhanging tissue on the superior aspect of the wound. There was no cellulite reaction or purulence noted. Sclerawere anicteric. The chest was clear. There was no abdominal tenderness. There was no lower extremity edema. The right hallux amputation site was not inspected. Impression: there are no signs of active infection. On (B)(6) 2013 - cervical and thoracic spine CT - impression: no significant interval change. Evaluation for epidural abscess is markedly limited by CT modality. No soft tissue abscess identified. Postsurgical changes as described. Unchanged oblique orientation and right lateral displacement of an interbody spacer device at t2 and t3. Stable lucent surrounding the left c4 and cs lateral mass screws which may represent aseptic or septic hardware loosening. On (B)(6) 2013 - letter to neurosurgeon from infectious disease physician. Notes patient's past history. Patient is being referred to the (emergency department) for (B)(6) bacteremia previous traumatic injury and prolonged hospitalizations. Patient developed low grade fever last week. Labs were drawn on (B)(6) 2013: +blood culture: (B)(6); s: vance (mic=2) tetra, tmpsx, linezolid, gent; wbc= 10.4; esr = 129; ua neg- leuk esterase. ¿I spoke by phone to (the patient) on (B)(6) 2013 and urged that he immediately come to the emergency room. He stated he would come to in am. I spoke with his health care proxy this morning and urged that he come to the emergency room promptly.¿ ¿impression: (B)(6) bacteremia ¿I hope (patient) comes to the ed shortly. I spoke with your np who will follow up and encourage ed evaluation. When we spoke, you indicated that there does not appear any role for a neurosurgical procedure. IV vancomycin will be prescribed after repeat cultures and baseline studies. I will request transesophageal echo. I anticipate a 6 week course of vanco followed by a 6 month course of bactrim ds 2 tabs bid+ rifampin 600 daily.¿ on (B)(6) 2013 ¿ nuclear medicine scan- abscess localization whole body- gallium scan clinical statement : (B)(6) male with history of cervical thoracic spine fusion referred to evaluate for osteomyelitis. Impression: abnormal gallium scan findings suspicious for osteomyelitis in the mid-cervical spine (B)(6) 2013 - letter to neurosurgeon from infectious disease physician. ¿as you know, (patient) is hospitalized for (B)(6) bacteremia. Follow-up blood cultures from (B)(6) were negative. He is currently on IV vanco 1250 mg ivss every 8 hours. Gallium scan was suspicious for osteomyelitis in mid cervical spine. I have included a copy. Echocardiogram raised possibility of endocarditis of aortic valve. I anticipate 6 weeks of IV vancomycin followed by bactrim os 2 tabs twice daily plus rifampin 600 mg daily for 6 months.¿ on (B)(6) 2013 ¿ neurosurgery visit - he is currently on the IV antibiotics for his previous infection and positive blood cultures. Denies fevers or any chills lately. Reviewed the cat scan of the cervicothoracic spine noting no evidence of any infectious process at this point. I do not think there is any surgical intervention at this juncture. Will contact (infectious disease physician) regarding the further management of (patient) and whether any surgical intervention would be necessary. On (B)(6) 2013 ¿ neurosurgery note - notes patient has seen (infectious disease) two weeks ago: at this point, according to infectious disease assessment, there are no signs of any active infection and he will be following up with an IV vancomycin until december. He has also seen plastic surgeon a week prior and, according to his assessment also, the wound is healing since he has been doing the hyperbaric chambers. Today, he also states that his pain in the neck and the back has improved and it is gradually getting better. His incision is well healed at this point. To follow up in two months with a cat scan of cervicothoracic spine to assess bony fusion. On (B)(6) 2013 - cervical spine CT and thoracic spine CT comparison: CT of the cervical and thoracic spine from (B)(6) 2013. Impression: status post corpectomy of t2 interbody spacer device at that level is persistently obliquely oriented with its inferior aspect approximating the right costovertebral joint. Status post posterior fusion of c2 through t6. Lucencies surrounding the right c3, left c4, and left cs lateral mass screws, and the left t3 and t4 pedicle screws as described. Findings may represent the presence of asepticor septic loosening. Clinical correlation is recommended. Vertebral alignment unchanged. Stable kyphosis at the t2 level.